Manufacturer narrative:
Citation: m.g. Vieites et al. Outcomes of pulmonary valve replacement according to the type of prosthesis implanted; cirugia cardiovascular; volume 24, issue 3, may¿june 2017, pages 123¿128; https://doi.org/10.1016/j.circv.2016.10. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of pulmonary valve replacement according to the type of prosthesis all data were collected from a single center between 2003 and 2015. The study population included 53 patients, 14 of which were implanted with medtronic freestyle valve (serial numbers not provided). There were no early deaths, and only 4 patients died during follow up, with 1 as a cardiac cause. Based on the available information, none of the deaths were attributed to a medtronic product. Among all patients adverse events included: valve dysfunctions (including increased gradient measurements and regurgitation) with valve replacement, postoperative stroke, right refractory failure which was treated with transplanted; pneumothorax, superficial wound infections, and endocarditis. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.